Manufacturer narrative:
The technician at the account found the composite hook was broken when they investigated the slingbar. The instruction guide for universal sling bars ((B)(4)) states under safety instructions: -before lifting, always make sure that the sling¿s strap loops are correctly fastened to the sling bar hooks when the sling strap is extended, but before the patient is lifted from the underlying surface. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The technician at the account replaced the slingbar to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the slingbar composite hook broke. The lift was located in the patient room at the account at the time of the incident. There was no patient or user injury reported. (B)(4).